Event description:
It was initially reported that on (B)(6) 2014, the patient began experiencing leg convulsions, lethargy, and drowsiness. The patient sought medical attention in the emergency room and the pump was filled. Two weeks prior to the date of this report, the pump dose was increased by a home health nurse. When the patient was seen in the emergency room, the pump was empty. No pump alarm was audible. Drug delivered via the device was baclofen. It was later reported that patient had experienced withdrawal. The service that was filling the patient¿s pump did not fill the pump in time and the patient experienced withdrawal. The nurses at the patient¿s group home were now going to assume responsibility going forward. It was noted that the patient¿s dose was changed constantly. It was indicated that patient was scheduled to be seen on (B)(6)2014. On (B)(6) 2014, it was reported that a pump alarm was audible two weeks prior and that the company who is responsible for filling the patient¿s pump ¿forgot to refill,¿ so the pump went empty. A continuous alarm was not heard when the critical alarm sounded, only one beep was heard. The pump was interrogated in the emergency room and it was verified that the pump alarm was due to low reservoir/pump empty. The alarm was confirmed by telemetry. The patient¿s physician was out of the office all week and assistance from the manufacturer was requested. It was additionally noted that the patient¿s pump was administering a dose of ¿555 mcg/ml¿ of baclofen (concentration ¿2000 mg¿). It was later reported that telemetry confirmed on a non-critical pump alarm was occurring due to low reservoir volume reached. Low reservoir volume was reached on (B)(6) 2014. The patient¿s family reported they did not hear the pump alarms and were alleging the pump was not working. The logs showed the alarms. The patient was in the hospital with a urinary infection from (B)(6) 2014 to (B)(6) 2014 and no alarms were heard. The patient was admitted to the emergency room (ER) with baclofen withdrawal and no alarms were noted. There were no clinical signs of pump malfunctioning now that the pump was filled. The patient was getting therapy. The representative would be meeting with the patient at the health care provider¿s (hcp) office on wednesday, (B)(6) 2014 and would play the alarms.

Event description:
Additional information reported the patient stated the alarms are low and they had difficulty hearing them.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information received reported, it was unknown if the patient ever heard alarms, but the alarm test showed it was working. It was noted, the patient was not refilled by his outside service and ¿the drug was delivered, but not instilled.¿ it was also reported, the patient responded well to the refill and the patient was at baseline now.